Event description:
Pt was on the table and the unit did not cut. On (B)(6) 2011 the dr's office called and told us there was pt involvement. The pt was given anesthesia and the dr tried to perform the procedure. When she couldn't get it to cut, she tried to cut in the coag mode, but it was dragging through the tissue and she had to abandon the procedure. It was never completed. The pt complained of pain and distress and pulled her records from the dr's office.

Manufacturer narrative:
We have made the determination that a user error was the cause of the event. (B)(4).